Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that the cartridge leaked insulin. Additional information was not provided. There was no reported adverse impact to the customer. Multiple attempts were made to follow up with the customer; however, no response was received.